Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: on the second firing of a sleeve gastrectomy, following a 45mm black reinforced reload which slowed down but fired completely, a 60mm purple reinforced reload slowed and stopped after approximately 10mm. After waiting 15 seconds, the surgeon attempted to continue the firing, but the stapler would not advance. A manual endo gia handle and black trs tri staple reloads were issued and successfully deployed. Current patient status is alive, stable, no injury. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes.. No device fragment fell in the patient cavity. No device fragment was left in the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4).